Manufacturer narrative:
The device has been explanted and returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was explanted, however, no further info is available at the moment.